Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, sensor glucose vs. Blood glucose, pump error 4, pump error 53, blank display, no communication pump to the transmitter, the pump went blank, medtronic logo and blank screen and insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer reported hyperglycemia, hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), no treatment. Troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884, mmt-7841zn, mmt-7040a, mmt-332a. The customer reported a loss of communication between the transmitter and the pump. The confirmed transmitter serial number is programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. The customer reported a blank display. The display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. The customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed self test. The customer was not using the quick bolus speed feature on an impacted pump. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting no further patient complications were reported. The customer will discontinue to use the device, mmt-7040a was requested and the customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-396a. The customer will discontinue to use the device, mmt-1884 was requested and the customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-7841zn. The customer will continue to use the device, no product return is required for mmt-7040a. The customer will continue to use the device, no product return is required for mmt-332a.